Event description:
Reportedly, the subject programmer can automatically switch off and restart during use, and it can become stuck in a boot loop.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer can automatically switch off and restart during use, and it can become stuck in a boot loop.